Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the device. Rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell and patch assessed as inconclusive. Shell thickness within specification. As per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional additionally reported ptosis which is not a complaint against the device. This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture with capsular contracture baker grade unknown". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, b7, d6b, h6.

Event description:
Healthcare professional additionally reported ptosis which is not a complaint against the device. This record is for the right side. The device was explanted.